Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was angulated and the remainder of the vessel morphology was unremarkable. It was reported that the patient had an angiogram which noted that the device has migrated 1 cm distally. The aortic neck is 1.5 cm in length with a 90 degree angle. The stent graft was in the straight part of the aortic neck and not in the angle. No endoleak was noted. The patient was successfully treated with a cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration); patient's condition affected effectiveness of device (aortic neck angulation, 90 degree angle). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation, 90 degree angle).